Event description:
It was reported that using an unspecified artery access approach during a procedure of the heavily calcified circumflex artery, the unspecified xience pro stent delivery system (sds) was attempted to be advanced, however, while applying pressure the hypotube shaft separated. It was noted this occurred with two different unspecified xience pro sds. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Excessive force. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us. The product code listed and the PMA# are based on the predicate device (xience v) and is therefore similar to a device sold in the us. The unk xience pro referenced is being filed under a separate manufacturing report number.